Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began either on the (B)(6) 2013. The patient manages her diabetes with insulin (via insulin pump); however, the patient denied taking any action in response to the alleged power issue. The patient denied developing any symptoms as a result of the alleged meter issue. During a doctor's office visit on march 22, 2013, the patient reportedly obtained a blood glucose reading of "30 something" with the doctor's office meter and was administered (by a health care professional) juice as treatment. At the time of troubleshooting, the csr verified that the subject meter's batteries does not need to be replaced, the patient was using the correct test strips at the time the alleged issue occurred, the patient was s not using the subject meter for the first time, and there was no misuse of the lfs product. The alleged issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient claims she was unable to test her blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2013)-device evaluation: the lay user/patient's meter has been returned and evaluated on (B)(4) 2013 by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have a high standby current and the pcb was contaminated at u5. The DHR for this lot was reviewed and no nc or process or product deviation or rework activity was found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.